Event description:
It was reported by the consumer that alleged injuries (risk of restenosis, thrombosis, hypersensitivity) occurred as a result of a taxus stent. Additional information is not available at this time.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.